Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber cap exhibits drilled through condition; there is some white unknown substance noted inside the distal end of fiber cap; the glass cap exhibits devitrification at the output area, and detritus adhesion around output area; the heat shrink tubing open end exhibits signs of slight melting, and partially erased red octagonal sign and blue arrow indicator; the fiber appears blackened near the heat shrink tubing open end. Based on the device analysis, the potential for forward firing may exist. Fiber card analysis: use date: (B)(6) 2016, use time: 09:52:40 pm, joules use: 27,110 joules. The fiber card is expired ¿ soft joule limit has been reached. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4) forward firing of the side firing surgical fiber; a code request has been submitted.

Event description:
It was reported that during a prostate procedure at 28,000 joules of use and 12 minutes, forward firing was observed. The fiber tip (cap) was cleaned during the procedure. The procedure was completed utilizing a second fiber at 330,082 joules of use. Patient outcome: "fine" reported.